Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, hemostasis was not achieved after clip deployment. Manual arterial compression and a bandage was applied to achieve hemostasis and bedrest was recommended. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Failure to achieve hemostasis can be influenced by numerous factors including, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment can contribute to the reported event. Information relevant to user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. Reportedly, the patient had a history of coronary artery disease, myocardial infarction, percutaneous transluminal coronary angioplasty (ptca - resolute integrity), stable angina, dyslipidemia and hypertension. A femoral angiogram was not taken. The starclose se instructions for use (IFU) directs the user to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. A conclusive cause for the reported hemostasis not achieved cannot be determined; however, an angiogram was not taken, which is a deviation from the device IFU. This deviation may have contributed to the reported event. A review of the lot history record database and a query of the complaint handling database was not performed because the device lot number was not reported. Based on the review of the event information a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: maverick, 3.25 x 12 nc trek. Sheath: 6f. Stent: absorb 3.0 x 18. Other: clopidogrel 600mg., aspirin 100mg. Device coding: 2017 - failure to follow steps/instructions for use. Femoral angiogram was not taken. Per the instructions for use, a femoral angiogram should be taken to verify the location of the access site and to evaluate it. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).